Manufacturer narrative:
Device not evaluated code omitted from follow up #1.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history was not possible because download could not be completed. The pump did not power on for testing, therefore functionality testing was not able to be completed. On examination, there was visible corrosion noted in the battery compartment. During investigation, a crack was noted in the battery compartment at the threads. The pump cover was removed for investigation and did not reveal any moisture inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly rebooted several times after the low battery alarm. There was rust found in the battery compartment. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.